Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when the device fired, there was the partial stapling of piece (50% of the piece was only cut-off, without the proper stapling). A manual suture was necessary. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # m54065. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? On the complaint notification form, it was indicated that under the event or product problem outcome, it was marked both impairment or damage and none reported. Please clarify. Please clarify what is meant by ¿partial stapling of piece.¿ please clarify what is meant by, ¿without proper stapling.¿ was the staple line complete? Expiration date: 5/4/2020. Manufacture date: 6/4/2015. The analysis results showed that the cs40g device was received with the pushrod bent and with a reload cartridge reload loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the returned cartridge was noted to have five staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. No functional test was performed due the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.